Manufacturer narrative:
(B)(4).

Event description:
This device showed an increased current consumption. It was recommended to the physician to explant and replace this device. The device remains implanted at this time.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data of (B)(6) 2017 have been analyzed. The analysis revealed an elevated current consumption, which was automatically detected by the device, subsequently leading to a programmer notification message. Besides that, the device data showed no further peculiarities. Based on the information available for analysis the root cause of the elevated current consumption could not be determined. In order to exclude any potential harm for the patient we would like to recommend to precautionary replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care. The above recommendation is based on a purely technical assessment.